Event description:
The customer reported there is nothing on the display. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported there is nothing on the display. There was no report of pt involvement. The device was evaluated at philips and the reported issue was verified. The display assembly was found to be defective. Replacing the display assembly resolved the reported issue. The device passed testing and was returned to the customer.